Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. It was further reported that the leak was coming from the upper part of the bag where it looked like there was a seam. This was observed when the tpn was removed from the refrigerator prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 14, 2021 - july 15, 2021. H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection was performed and observed a leak of the white solution from the upper left side edge of the bag. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include compounding error, faulty bag, damage sustained during transport, or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.